Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional. (B)(4).

Event description:
A customer reported experiencing no illumination during setup for a procedure. The system was switched out to proceed with surgery. There was no pt involvement.